Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date of event is unknown. The date entered is based on the reported date of "(B)(6) 2019". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test blood glucose using his adc freestyle libre built-in meter due to an unknown battery issue. The customer stated that the "battery does not charge" and he subsequently "blanked out" and lost consciousness. An ambulance was called and a blood glucose reading of 0.8 mmol/l was received on the hcp meter. The customer was diagnosed with hypoglycemia and treated with intravenous "sugar", food, and some juice. An hcp meter reading of 6 mmol/l was received thereafter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection was performed and no issues were observed. Reader powered on with button depression and strip insertion, and cable insertion. Observed reader does charge with data cable. No malfunction or product deficiency was identified. Extended investigation was also performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre reader were reviewed and dhrs showed the freestyle libre reader passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. There were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint, therefore, the issue is not confirmed.

Event description:
A customer reported being unable to test blood glucose using his adc freestyle libre built-in meter due to an unknown battery issue. The customer stated that the "battery does not charge" and he subsequently "blanked out" and lost consciousness. An ambulance was called and a blood glucose reading of 0.8 mmol/l was received on the hcp meter. The customer was diagnosed with hypoglycemia and treated with intravenous "sugar", food, and some juice. An hcp meter reading of 6 mmol/l was received thereafter. There was no report of death or permanent impairment associated with this event.